Event description:
It was reported that during a percutaneous coronary intervention, a stent damage was noted. After an unspecified guidewire was used to cross the target lesion, an attempt was made to deliver the 2.25mm x 16mm promus element plus stent however, upon insertion of the guidewire into the distal tip of the stent delivery system (sds), the edge of the stent was noticed to be "lifted". The device was then exchanged with another of the same device and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).